Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m6104t509 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the thumb valve became stuck in the down position during use. The device was replaced with a new one immediately. There was no reported injury to the patient. No further information has been provided at this time.